Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The most probable cause of the malfunction was traced to component failure. Additionally, the investigation identifed the following reportable malfunctions: error 172, error 433, error 460. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Full e1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator produced an e006 error message (user activated the bipolar mode in a non-conductive liquid) during inspection for use. There were no reports of patient involvement.